Event description:
Health and life co., ltd. Was informed by the importer MDR (B)(4) with the following information: on (B)(6) 2012, the pt contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez-breathe atomizer. On sunday morning, the pt stated that he was using the atomizer with the asthmanefrin inhalation solution for a breathing treatment related to his asthma. As he inhaled the asthmanefrin, the pt felt something hit his throat, the pt almost inhaled the object, but he coughed it up. Upon inspection, the pt determined that a quarter-inc diameter washer broke away from the device. He now has concerns about using the product due to the fear of the washer being a choking hazard.

Manufacturer narrative:
Additional investigation shall be performed to determine the root cause of the event. The results of this additional information will be provided by (B)(4) 2012. For detailed information, please refer to attached. This investigation is tried to verify if there is any issue regarding the performance of the device and cause this adverse event.